Event description:
It is reported that a fracture was encountered high at the level of the greater trochanter during the osteotomy, cerclage cables were placed.

Manufacturer narrative:
Eval summary: revision operative notes were provided which describe that the femoral stem would not release after 45 minute attempt, so an osteotomy was utilized. The device was in-vivo nearly 3 years. When flexible osteotomes were utilized to spread the osteotomy to open it up, the fracture appeared. A cerclage wire was placed distally and the operation proceeded successfully. Cause cannot be definitively determined. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add¿l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.